Manufacturer narrative:
The device involved in the reported event was not returned. The customer returned a small plastic vial in a ziplock bag containing a piece of cloth or fabric. The fabric is wet with unknown liquid. Upon unfolding the fabric, a black particle of approximately 2mm long and 1mm wide was found inside. The particle was sent to an outside lab where it was analyzed using an energy dispersive spectrometer(eds) and photographed using and optical stereo microscope (sem). These analyses indicated that the black colored particle consists of glass-filled nylon with a lesser concentration of saline residue.this material is not present in any device used during the reported event.

Manufacturer narrative:
The device involved in the reported event was requested for evaluation however to date, we have not received it. We were informed by the facility that the lot number of the pack used during the procedure was not recorded therefore we were unable to review the lot manufacturing records.

Event description:
A report from a user facility in the (B)(6) stated that just after starting to perform the phaco, a black particle was noted in between the sleeve and the metal needle tip. Before the surgeon could stop, the particle was flushed out and entered the patient's eye. The black particle was retrieved from eye with no patient impact.